Event description:
It was reported that during the procedure, the fiber tip broke off in the middle of the case. A second fiber was used but the same problem was encountered. The procedure was completed with a third fiber device. There were no patient complications. This event is for the first fiber.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The allegation of the reported device could not be confirmed. Based on the information available, due to lack of evidence the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.